Event description:
On (B)(6) 2013, it was reported to animas that the up, down and ok keypad buttons were intermittently unresponsive. The reporter stated the up, down and ok buttons had to be pushed several times and really hard to get them to respond and that the symbols were wearing off. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.